Event description:
A report was received via the FDA medwatch medical products reporting program dated 4/14/06. Physician reports consumer uses renu with moistureloc multi-purpose solution and acuvue daily wear lenses. Lenses changed every two weeks and worn for about 4-5 hours per day. No extended wear use of the contact lenses. When cleaning lenses, consumer described rubbing the lenses with her fingers. There is no history of previous trauma or infection. Per physician, fusarium keratitis os. No further info was provided.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.